Manufacturer narrative:
The dialyzer involved in this incident was not available for investigation and lot number could not be provided by facility.

Event description:
A nurse reported a patient had a hemolysis event following a hemodialysis treatment. During the treatment, prior to the patient being disconnected to use the bathroom, the nursing staff reported that phoenix machine had generated "tmp" alarm and then a "heparin pump infusion error" alarm. The nurse removed the heparin syringe from the heparin pump, without clamping the heparin line, and the pressure in the circuit popped the plunger out of the syringe barrel. The patient complained of abdominal pain, nausea, and diarrhea. The treatment was discontinued, with return of the blood to the patient. The patient was sent to the emergency room where a blood sample was drawn for a cbc and dhl. The sample was reported to be hemolyzed. The blood sample was not redrawn, and the patient was discharged home with no medical intervention. The discharge diagnosis was not provided. The cartridge blood set, revaclear max dialyzer, and bicart 720g cartridge were all discarded. The phoenix machine was not inspected by the hospital biomed technician or by a gambro service technician. It remains in clinical use, with no reported problems.